Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis loaded over parachute filter wire. The returned parachute filter wire could not be removed from the sds due to solidified medium at end of tip. The outer diameter (od) of the returned filter wire was measured using a snap gauge. The stent was not returned for analysis. The stent was deployed in the patient and used to complete the procedure. The balloon was reviewed. The balloon wings were relaxed and subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a kink in the mid-shaft portion immediately proximal to the port entry site. A visual and microscopic examination found no damage to the tip. The returned sds and returned parachute filter wire were inserted into and withdrawn from a 0.071" inner-diameter (ID) guiding catheter and no issues or difficulties were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the left anterior descending artery (lad). After a 6f mach1 jl4 guide catheter was placed, a 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, when the delivery system was removed, resistance was encountered at the tip of the guide catheter and the delivery system was unable to be removed. The device was removed together with the guide catheter. The physician tried to remove it outside the patient's body and it was easily pulled out. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the left anterior descending artery (lad). After a 6f mach1 jl4 guide catheter was placed, a 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, when the delivery system was removed, resistance was encountered at the tip of the guide catheter and the delivery system was unable to be removed. The device was removed together with the guide catheter. The physician tried to remove it outside the patient's body and it was easily pulled out. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.